Manufacturer narrative:
Concomitant products: product ID 37092, product type accessory; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3487a-33, lot# v007621, implanted: (B)(4) 2006, product type lead (x2); product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377775, lot# v006395, implanted: (B)(6) 2006, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had programs a through I but when he utilized the antenna that was not working right and tried to switch to ¿maybe program c¿ it became too high and ¿jolted¿ him. There was a problem with the patient programmer. The caller was not able to make adjustments with the antenna attached. The patient programmer antenna was damaged. This occurred two weeks ago but the patient was still trying to utilize it. The patient also had an older one that was taped up and worked intermittently. The patient stated these break every six to eight months at the jack connection and he usually had two antenna shipped at once. The patient also inquired about doing his old patient programmer because in ¿about a year¿ he would upgrade to a new device. The patient would contact the local manufacturer representative about this. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.